Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings:the battery cap and cartridge cap were not returned with the pump for investigation. Test caps were used to complete investigation. Visual inspection revealed moisture corrosion on the inside of the display screen. The pump failed leak testing due to a leak at a crack between the display lens and the case seal. The pump was unresponsive and would not power on. The pump cover was removed and there was evidence of moisture corrosion observed on multiple internal pump components. The alleged short battery life issue could not be adequately investigated due to inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life and moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.